Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. Reportedly, the customer required assistance delivering a bolus to address bg level. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
Device not returned.